Event description:
It was reported that bd neoflon pro 24ga 0.7mmod 19mm l leaked from removing the stylet the following information was provided by the initial reporter: blood drops even after a 1mm of with drawal of stylet.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned. H3 other text : see h10 manufacture narrative.

Event description:
Blood drops even after a 1mm of with drawal of stylet.